Event description:
It was reported that the patient was diagnosed with ddd at l4-5 and recurrent herniated lumbar disk l4-5 with associated neural foraminal stenosis on the left. The patient underwent a re-do decompressive left l4-5 hemilaminectomy, medial facetectomy and discectomy with plif l4-5. A peek interbody device was packed with rhbmp-2/acs and placed in the interspace. Posterior fixation was placed bilaterally at l4-5, and posterior lateral arthrodesis at l4-5 was performed on the left using bmp and bone extender. There were no complications. A 1646 days post-op, the patient presented with complaints of being unable to move her left toes. A CT of the lumbar spine was performed and indicated mild central canal stenosis at l2-l3 and l3-l4 secondary to moderate facet hypertrophy and ligamentum flavum hypertrophy. Prior l4-l5 fusion with intact hardware. Hypertrophic changes on the left result in moderate foraminal stenosis. Other degenerative changes. A 1833 days post-op, the patient presented with back pain, radiating to the left knee. Per the physician's notes, 'there is a previous l4-5 fixation with interbody fusion. There is extraneous bony overgrowth resulting in moderate-to-severe foraminal stenosis on the left' despite technically successful surgery, she has had persistent bony overgrowth and the l4-5 foramina resulting in neural entrapment. Despite physical therapy and epidural injection she had persistent and worsening left leg pain. A 1859 days post-op, the patient underwent a revision surgery to treat lumbar radiculopathy and severe bmp bony overgrowth at l4-l5 resulting in severe neural compression and foraminal stenosis at l4-5 on the left. The hardware was removed, and the bony overgrowth was decompressed. A 15 days post-op, the patient returned for routine post-op follow-up. Physicians notes indicate that the patient is doing well and her symptoms are improved. A 43 days post-op, the patient returned for routine 6-week follow-up. Per the physician's notes, the patient does not report any significant improvement of her pain since this procedure. On examination, her incision is swollen, no fluid is expressible. She has good strength, sensation and reflexes. A 44 days post-op, an MRI showed left pedicle screw extraction at l4 and l5 with irregular thin fluid collection along the surgical tract and dorsal to the laminectomy defect. This is nonspecific and could represent abscess or seroma. There is no evidence of epidural abscess or definite evidence of significant osteomyelitis. Phlegmonous or reactive postoperative changes extend into the left l4 foramen potentially causing foraminal nerve root impingement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006 the patient underwent spine fusion surgery on the lumbar region of her spine from vertebrae l4 to l5 using rhbmp-2 from a transforaminal and posterolateral approach. The rhbmp-2 was place outside the cage (in the posterolateral gutters). Patient's post-operative period was marked by progressively increasing lower back pain, with radiating pain into her right leg, numbness and paresthesias in her left leg and toes. Radiographic imaging demonstrated severe bony overgrowth where rhbmp-2 was implanted in patient's lumbar spine. Severe pain and symptoms ultimately compelled patient to undergo a risky, painful and costly revision surgery on (B)(6) 2011. Patient continued to experience chronic lower back pain and swelling, pain radiating down her left leg, numbness and tingling in her left leg and foot, pain in both feet, and muscle spasms. Patient was unable to sit or stand for extended periods, and also suffered from gastrointestinal issues, depression, and anxiety. These serious injuries prevented patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively, and she otherwise suffered serious and permanent injuries. On (B)(6) 2011 the patient underwent revision surgery.

Manufacturer narrative:
Review of radiographic imaging studies found as follows: ap, lateral x-ray show l4/5 plf with solid interbody fusion and capstone. Normal ap/lateral knee films (left). CT (B)(6) 2011 - CT soft tissue windows shows adjacent level stenosis l3/4. No clear abnormal heterotopic bone in canal. Bone windows show heterotopic bone in left l4 root axilla. Left l4 root compression appears to be occurring. Interoperative fluoro of penfield 4 in region of heterotopic bone (B)(6) 2011.